Event description:
It was reported that the atrial lead impedance has gradually increased over time and is now high. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead had high thresholds. The lead was capped and a new lead was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.